Event description:
I am a type 1 diabetic and I am writing to report an issue with the medtronic guardian 4 continuous glucose monitor (cgm) and medtronic's response (lack of) to the issue. The guardian 4 cgm has not proven reliable for me. It does not perform as advertised. This makes it very difficult to manage my diabetes. This has resulted in hypoglycemia, hyperglycemia, and severe anxiety, not to mention many sleepless nights and countless hours on the phone with medtronic, with no resolution to the issue. In my opinion, medtronic has been negligent regarding this issue. I have reached out to them numerous times to report the issue(s) and to ask for help; even to switch back to the previous generation sensor and transmitter (guardian 3). Medtronic has been silent on the issue. I have requested call-backs from medtronic and to speak with supervisors. I have not received any return phone calls from medtronic regarding this issue. This is simply unacceptable. It is negligent and dangerous that the manufacturer will not return a phone call after a patient has reported a medical device issue. There have been several instances when I have had start-up issues with the guardian 4 sensor since starting to wear this sensor just a few months ago (prior to this I was using the medtronic guardian 3 sensor). A few dates I had issues with the guardian 4 sensor start-up are as follows: (B)(6) 2024 (reported to medtronic), (B)(6) 2024 (reported to medtronic on 12/1), (B)(6) 2024 (reported to medtronic), and (B)(6) 2024 (reported to medtronic). There have been other instances, but I did not record them. Two of the instances I will explain in detail below. The first instance was on sunday, (B)(6) 2024. I inserted a new sensor early that morning. The sensor never started up after the 2 hour warm-up period. Instead, the insulin pump displayed a 'sensor updating' message continuously throughout the entire day. I was without a functioning cgm for more than 8 hours because the sensor kept saying 'sensor updating' along with two different notifications on the pump, sometimes saying it could take an additional 2 hours, sometimes saying it could take an additional 90 minutes. This resulted in blood sugars as low as 60 mg/dl and as high as 260+ mg/dl. After I had been stuck in this loop of messages and alerts for several hours I called medtronic to report the issue. They recommended changing out the sensor and they did send a replacement sensor. I requested that a supervisor call me back the following day to discuss the issue and my concerns. I never did receive a call from medtronic. Medtronic states that they tried calling me on monday, december 2 and tuesday, december 3 but I never received a phone call from them. I had my phone with me all day/night waiting, expecting a call from them. In addition, I checked my call log and voicemails. There were no missed calls from medtronic; no voicemails. They simply did not call. Another instance with sensor start-up occurred on sunday, (B)(6) 2024. I inserted a new sensor early in the morning and after the 2 hour warm-up period the sensor never started up. Again, I received the message 'sensor updating' and notifications stating it could take an additional 2 hours or an additional 90 minutes. I inserted three different sensors over a time period of >12 hours before a sensor finally started working and gave me a blood glucose reading. I called medtronic to report the issue and again asked to speak with a supervisor. I was told the supervisor was at lunch and would call me back. I waited for more than 3 hours without a return phone call. I again called medtronic and requested to speak with a supervisor before ending the call. I waited on hold for 38 minutes before finally getting to speak with supervisor (B)(4). His customer service was poor, at best. He assured me I would receive a call from the technical support team supervisor the following day. I am still waiting for a call back. I would not recommend this product. Reference report# mw5164158, mw5164159, mw5164160.